Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the kitting process of a loaner set it was noticed that depth gauge was bent instead of straight. No surgery or patient involvement reported. This report is for one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the received picture was reviewed. The original plastic bag with label is partially visible and the the depth gauge which is still in packed in one part of the protection plastic tube, the other part of the protection tube is not visible on the picture. The tip of the gauge is protruded through the tip cover and the tip is strongly deformed as complained. Product was returned and the picture does not show a full overview of the packaging material, therefore no further investigation is possible and no definitive root cause can be defined, it is likely that any occurrence during transportation caused this damage. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable., background: during the kitting process of a loaner set at loc umkirch it was noticed that depth gauge was bent instead of straight. No customer involvement. No surgery involvement no patient involvement. H6: updated: investigation flow: damage. Visual inspection: the depth gauge 2.7/3.5 0-60 (part #: e 03.133.080, lot #: h889466) was received at us cq without any packaging material. Upon visual inspection, the distal shaft near the hook was heavily bent; thus the complaint is confirmed. No other defect was observed. Device failure/defect was identified dimensional inspection: no dimensional inspection performed due to post-manufacturing damage of the device. Document/specification review: 03_133_080.drw rev c (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the device was found to have its distal shaft near the tip heavily bent. The bent appeared like a curve. No definitive root cause could be determined based on the provided information but it is likely that the bending occurred in the due to unknown circumstances. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.133.080, synthes lot # h889466 , supplier lot # h889466, release to warehouse date: 29 may 2020, supplier: (B)(4), no ncr's were generated during production. Part # 03.133.080, synthes lot # h889466, supplier lot # h889466, release to warehouse date: 29 may 2020, supplier: (B)(4), no ncr's were generated during production. Device history batch null, null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: h6. Investigation summary: the received picture was reviewed. The original plastic bag with label is partially visible and the depth gauge which is still in packed in one part of the protection plastic tube, the other part of the protection tube is not visible on the picture. The tip of the gauge is protruded through the tip cover and the tip is strongly deformed as complained. Product was not returned and the picture does not show a full overview of the packaging material, therefore no further investigation is possible and no definitive root cause can be defined, it can only be assumed that any occurrence during transportation caused this damage. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 03.133.080, synthes lot # h889466, supplier lot # h889466, release to warehouse date: may 29, 2020, supplier: (B)(4) no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.